Manufacturer narrative:
The device was received, evaluated and retained by this MFR. A pressure test revealed a leak. Microscopic examination revealed a 3mm longitudinal tear at the proximal transition zone extending into the proximal bond. Chatter marks and scratches were noted on the balloon surface. This device displayed characteristics consistent with overpressurization, a longitudinal tear, and contact with a sharp external source, chatter marks and scratches on the balloon surface. Therefore, co does not attribute this event to the device. H6-86 other - microscopic examination. F11 - date MFR initially forwarded report to FDA.

Event description:
A balloon ruptured on the second inflation at approx 10-12 atm during a subclavian vein dilatation of a possibly calcified lesion. Follow up indicated pacemaker leads were present in the vein during the dilatation. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was just received for evaluation. Upon completion of the engineering evaluation, a supplement will be forwarded under 1219544-1997-00031. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated this device was used in a possibly calcified lesion as well as inflated near pacemaker leads which co believes may have contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."